Event description:
Patient alleges in june 1994 she noticed lumps in her left breast and a biopsy showed silicone lumps; therefore, they were removed during the biopsy. Patient then had more silicone lumps in may 1996 and another biopsy was performed to remove lumps again. Patient also alleges her surgeon confirms a leakage due to a hole.